Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during meniscus repair surgery, the fast-fix 360 t2 implant could not be deployed after the t1 was deployed successfully. After several attempts, t2 did not detach from the needle. The t1 was removed from the patient using hemostatic forceps. The procedure was completed with a s+n back up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2 setting with a length of cut suture and the t2 implant. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. A clinical evaluation states that an image of the device was provided for review; however, it does not indicate a root cause for the report events. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.